Event description:
It was reported by the customer that a pyxis medstation es system time was incorrect which prevented user from retrieving medication to patients. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. A technical support specialist dialed into the station and found that the station time was current with the timezone. They checked the settings and found it was already set to the eastern standard time zone. The system functioned as intended after the technical support specialist troubleshooted the device.